Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The local fse (field service engineer) contacted the product service team regarding several issues of this device and it was identified that the old calibration tool was selected for the correct alignment of the eyetracker. At the visit onsite, the fse recalibrated the laser according to product instructions and the issue was resolved. The instruction how to align the eyetracker was verified and all statements are clear. As this is a single event, it can be excluded that this is not a common misunderstanding and that there is no gap in documentation. Calibration with the wrong tool lead to an inaccurate alignment of the eyetracker and the camera. A defocused camera can cause the reported issue. The root cause could be determined that the instruction was not followed with regard to the device configuration and the appropriate calibration tool. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported cyclotorsion accounting did not work in a patient's left eye during topography guided lasik. This issue was noticed after installation of new software. At one day post-operative visit, the patient was reported to be doing excellent. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.